Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was started 463 mg/dl at time of incident. Customer reported that the insulin pump had insulin flow blocked alarm. The customer advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer declined troubleshoot for the high blood glucose. The insulin pump will be returned for analysis.